Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter contacted lfs (B)(6) 2012, alleging an error 3 message on their son's one touch verio pro meter. The reporter mentioned that the alleged issue began on (B)(6) 2012, at 3:00pm. The patient did not exhibit any symptoms due to the alleged issue. At 7:00pm the patient self-treated with food/drink and did not seek any further medical attention or contact their physician for assistance. The alleged issue was not resolved over the phone even when using a new vial of test strips. The technique of applying blood on the test strip was correct. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient denied exhibiting any symptoms and there is no evidence that the patient suffered a serious injury. The complaint is being reported since the alleged error 3 message was not resolved.

Manufacturer narrative:
Follow-up # 1 (06/17/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 06/06/2013 with the following findings: the error could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.